Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Concomitant products: product ID d274trk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2011; 4194 implantable pacing lead, implanted: (B)(4) 2005. (B)(4).

Event description:
It was reported that the right ventricular lead impedance rose dramatically and remained high. The lead remains in use. No patient complications have been reported as a result of this event.